Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's electrode belt had a loose connection with the monitor and kept coming undone. A pt service rep assisting this pt then contacted zoll customer support to report that the electrode belt connector was broken. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (broken connector) has been confirmed. Upon eval, the trunk cable connector was broken and several wires were exposed. The cause for the damaged connector and exposed wires cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.